Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
The customer reported the thermogard xp ivtm system (sn (B)(4) displayed a tcmid:05 (coolant diff failure) error message during the cooling treatment. The console was restarted and the tcmid:05 error message occurred again 30 minutes later. Alternate methods were used to treat the patient. No consequences or impact to patient.

Manufacturer narrative:
The customer's reported complaint of " the thermogard xp ivtm system (sn (B)(6), displayed a tcmid:05 (coolant diff failure) error message" was confirmed based on the event log review and during functional testing. The root cause for error message was the defective lm34 a/b temperature sensor. During visual inspection of the thermogard console, unrelated to the reported complaint, the pump lid was loose, the white rollers and lid bumpers were worn, and the window display had an air bubble and was degraded. The probable root cause of the observed damages is wear and tear. The console is 9 years old and was manufactured in may 2013. The white rollers, lid bumpers, and window display will be replaced, and the loose pump lid will be fixed to remedy the issues. The event log review indicated eighteen tcmid:05 (coolant diff failure) error messages, thus confirming the reported complaint. The thermogard xp ivtm system failed functional testing due to the displayed tcmid: 05 error message, thus confirming the reported complaint. The lm34 a/b sensor will be replaced to remedy the reported complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm system with sn (B)(6).